Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument had a broken wire. User was worried about the safety therefore, the instrument was changed to another mega needle driver instrument to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information about the complaint: the instrument was inspected prior to use with nothing out of ordinary to be noted. Surgeon was suturing when issue was identified. The surgeon noticed the instrument wire broken, took it out and change another instrument to continue. They does not have time to figure out the wire is related to what kind of movement. There was 1 cable visibly protruding from distal end of instrument. No fragments fell into the patient. The instrument was available for return to isi for evaluation. Photographic images were not available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the grip hub.

Event description:
Refer to h11 for follow-up information.